Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this implantable cardioverter defibrillator (ICD). Both shock and pace impedance measurements were high out of range during the episode. Technical services (ts) reviewed noting lead measurements had been very stable prior to the episode. Also, the noise and oversensing observed during the episode were consistent with electromagnetic interference (emi). There have been no other events and the presenting electrogram (egm) is free of noise. Ts recommended observing the lead measurements in the following days. Upon review of latitude nxt, impedance measurements have all been within normal range. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this implantable cardioverter defibrillator (ICD). Both shock and pace impedance measurements were high out of range during the episode. Technical services (ts) reviewed noting lead measurements had been very stable prior to the episode. Also, the noise and oversensing observed during the episode were consistent with electromagnetic interference (emi). There have been no other events and the presenting electrogram (egm) is free of noise. Ts recommended observing the lead measurements in the following days. Upon review of latitude nxt, impedance measurements have all been within normal range. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.